Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a open wound under the lifevest equipment. Patient described the area as bloody skin. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a fuciderm cream for the skin irritation. Outcome of the irritation is unknown.